Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately five years post-implantation due to due to adverse local tissue reaction this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Review of invoice history shows a hip bearing was implanted during the revision.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately five years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Review of invoice history shows a hip bearing was implanted during the revision.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions."

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately five years post-implantation due to due to adverse local tissue reaction. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative records reported revision due to adverse local tissue response, femoral and acetabular osteolysis, and metallosis. During the revision, hypertrophic capsule, synovitis, metallosis type debris, and well-fixed acetabular component were noted. The stem and head were removed; competitor stem, ceramic head, bearing, and cables implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: pn 11-103207, ln 156930, taperloc por fmrl lat. Pn us157850, ln 823380, m2a-magnum pf cup 50od. Pn 139254 ln, 056770, m2a-magnum 42-50mm tpr.

Manufacturer narrative:
(B)(4).